Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire within an opened cvc kit for evaluation. The catheter was not returned for analysis. Visual and microscopic of the guide wire revealed no obvious defects or anomalies. The distal and proximal welds were present and spherical. The overall length of the guide wire measured 602mm which is within the specification limits of 596-604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.800mm which is within the specification limits of 0.788-0.826mm per the guide wire product drawing. The components were functionally tested by advancing the returned guide wire through a lab inventory catheter of the same diameter, and the guide wire passed with little to no resistance. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion." A manual tug test confirmed that the extension line was secure within the luer hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire due to resistance with the catheter could not be confirmed based on the returned sample. The catheter was not returned for analysis. The guide wire passed all relevant visual, dimensional, and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, the potential root cause cannot be confirmed at this time without the catheter returned. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "on (B)(6) 2024, the swg was severely deformed when withdrawn from the catheter during use on the patient. No harm for the patient."

Event description:
It was reported that: "(B)(6) 2024, the swg was severely deformed when withdrawn from the catheter during use on the patient. No harm for the patient."

Manufacturer narrative:
(B)(4).